Event description:
It was reported to baxter (B)(4) that the seal on an interlink syringe adaptor set was split and leaked when in use. It is unknown during which process step this event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A photograph of the sample was received for evaluation. Visual inspection of the photograph revealed a crack on the set's blue cap. The reported condition was confirmed. However, the root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot.